Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardioverter defibrillator (ICD) received several non-sustained right ventricular over-sensing (nsrvo) alerts due to post paced t-wave over-sensing (pptwos). The patient was asymptomatic. No changes were made and there were no consequences to the patient.

Event description:
Additional information received indicated there were additional post paced t-wave over-sensing (pptwos) episodes noted on the implantable cardioverter defibrillator (ICD). This was discovered remotely via merlin.net. The patient was asymptomatic. The ICD was reprogrammed to address the pptwos episodes noted in 2022 and the patient was stable post intervention. No changes were made to address the new pptwos episodes and there were no consequences to the patient.